Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error when attempting to bolus. Customer stated that the buttons were stuck. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.